Event description:
It was reported a 6f angio-seal sts plus device was used to seal the femoral arteriotomy site post diagnostic coronary catheterization. A pre-deployment femoral angiogram was done and revealed common femoral artery size to be greater than four millimeters and no evidence of peripheral vascular disease. Later, the pt experienced pain and coolness to the leg. An ultrasound was done and revealed compromised arterial blood flow. The pt underwent surgery to correct the arterial blood flow. The angio-seal device was removed; there was no evidence of arterial vessel disease. The surgeon stated the arterial puncture was located low in the small diameter profunda femoris artery and was unable to confirm puncture of the superficial femoral artery, however, the arterial puncture was not in the common femoral artery. The sjm representative has reviewed the angio-seal instruction for use with the deploying physician. The pt has history of mitral and aortic valve disease.